Event description:
Medwatcher # (B)(4). Multiple side effects from the essure device - debilitating migraines, tailbone pain, multiple cycles, blurry vision, elevated blood pressure, extreme weight fluctuation resulted in hysterectomy in (B)(6) 2014, 6 weeks off from work.